Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that two years ago the patient had the device turned off because she was thinking about having children. The patient was doing abdominal exercises last summer and she felt a feeling like the device had moved out of and back into place. Since that time, the patient had gradually increasing stomach cramp-like pain described as very sharp and burning. The location of the pain was on the opposite side of the implant. These were not gastroparesis symptoms. The pain was very piercing and when the patient pressed on her stomach area, she could re-create the pain. It hurt when she moved and the pain was happening more frequently. There were no falls or accidents reported. The patient wanted to have children, and because of this, she wanted the device electively removed. The patient had not been seen by their hcp or talked to him in two years since he turned off the device at the patient's request. The device was not turned off because of a therapy issue, it was elective. After follow-up with the patient, they were still having concerns with their device or therapy but was working with their hcp or manufacturing representative. If additional information is received, a follow-up report will be sent.